Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, the date is unknown. According to the complainant, post procedure on (B)(4), 2010, the connection between the port and the feeding adapter was loose. This caused the nutritional supplement to leak out. The physician suspected the port became expanded. A new device will be placed in mid-july, exact date is unknown. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, the date is unknown. According to the complainant, post procedure on (B)(6), 2010, the connection between the port and the feeding adapter was loose. This caused the nutritional supplement to leak out. The physician suspected the port became expanded. A new device will be placed in mid-july, exact date is unknown. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however (B)(6) old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Visual examination of the button dome showed that it had been correctly securely attached to the body of the device. Button valve was properly attached. Feeding adapter was not returned. Tab was measured at .2" in diameter, specification is .200" ± .005. ID of button body was pin gauged at .201", specification is .197 ± .005. 1cm of body shaft next to flange was slightly distended from usage. The condition of the returned unit was consistent with the complaint incident that the device was expanded or stretched. The length and location of the deformation appears to be from repeated insertion of feeding adaptor into the button shaft. Because the feeding adaptor was not returned, the od of the adaptor cannot be confirmed. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies related to the complaint were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).